Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient anxiety about recall and capsular contracture, baker grade iii.

Event description:
Patient reported "do not feel safe to continue with this product in the body" due to the recall and "constant pain and burning." Healthcare professional reported capsular contracture, baker grade iii, "fatigue, and vertigo." The device remains implanted. This represents the right side. The events of fatigue and vertigo are not device related.

Event description:
Patient reported "do not feel safe to continue with this product in the body" due to the recall and "constant pain and burning." Healthcare professional reported capsular contracture, baker grade iii, "fatigue, and vertigo." The device remains implanted. This represents the right side. The events of fatigue and vertigo are not device related. Patient representative reported "capsular contracture baker grade iii and IV."